Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Correcting UDI # from (B)(4) to (B)(4). This is a follow up report for this corrected information. Correcting section b5 describe event or problem from "it was reported that a patient experienced a dental implant fracture." To "a dental implant was removed due to an abutment fracture." This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported, removing codes for: health effect, impact code, 4621. Medical device problem code, 1260. Investigation findings code, 3252, 3243. Investigation conclusions code, 50. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect, impact code, 4627. Medical device problem code, 4075. Investigation findings code, 180. This is a follow up report to correct these/this code(s).

Event description:
A dental implant was removed due to an abutment fracture.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture.